Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results of 86 or 90 mg/dl on a professional meter and 300 or 400 mg/dl on her meter. Pt modified her therapy based upon meter bg results and alleges she passed out from hypoglycemia while driving a car due to taking too much insulin, but no bg results were taken or provided. Her sister took over driving and treated her with orange juice and graham crackers when they got home. It is reasonable that the reported meter malfunction could result in a death or serious injury if it was to recur. No pt injury was reported and no medical treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter, strip lot 548647 with expiration date 11/30/2006.